Event description:
A customer contacted baxter's technical service center reporting a disconnection and a reconnection of the solution bag during dwell 2 of 4 on a home choice (hc). The technical service representative (tsr) assisted the hp to end therapy and the hp would discard the supplies and start over with new supplies. The hp would call back to be sure to drain before starting fill 1. The hp would call the registered nurse (rn) regarding being connected when the heater bag became disconnected. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the disconnection of the solution bag, the home patient (hp) did follow up with her regarding the disconnection. The pdn stated the hp was not sure why the bag disconnected and the pdn advised the hp to make sure the connections were secure during setup. The pdn stated the hp had been in for clinics the following day after the disconnection and was doing fine with therapy on the cycler. The pdn stated she has ongoing training with the hp. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error- reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of a heater bag disconnection issue, patient reconnected the heater bag, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.